Event description:
It was reported by service report that the left side rail was broken and would not lock in the upright position. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Impact damage to siderail.